Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session which caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this patient experienced syncope and was hospitalized. Upon interrogation, this device was found to be operating in safety mode and the change in pacing rate likely caused the patient's syncope. Additionally, it was hypothesized that the patient's unrelated breast cancer and recent radiotherapy could have induced the safety mode. The device data was forwarded to technical services (ts) and is pending review. The device therapy was subsequently programmed off and the device was explanted a replaced to resolve the event. The patient was stable with no additional adverse effects. The device was received for analysis.

Event description:
It was reported that this patient experienced syncope and was hospitalized. Upon interrogation, this device was found to be operating in safety mode and the change in pacing rate likely caused the pateint's syncope. Additionally, it was hypothesized that the patient's unrelated breast cancer and recent radiotherapy could have induced the safety mode. The device data was forwarded to technical services (ts) and is pending review. The device therapy was subsequently programmed off and the device was explanted a replaced to resolve the event. The patient was stable with no additional adverse effects. The device was received for analysis and is pending the investigation conclusion.

Event description:
It was reported that this patient experienced syncope and was hospitalized. Upon interrogation, this device was found to be operating in safety mode and the change in pacing rate likely caused the patient's syncope. Additionally, it was hypothesized that the patient's unrelated breast cancer and recent radiotherapy could have induced the safety mode. The device data was forwarded to technical services (ts) and is pending review. The device therapy was subsequently programmed off and an explant procedure is anticipated, but has not yet been performed. At this time, the device remains implanted and no adverse patient effects were reported.